Event description:
It was reported that a spectrum pump had downstream occlusion alarm doesn't auto-reset multiple and false upstream occlusion alarms. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). The device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported "downstream occlusion alarm doesn't auto-reset". The device was tested for downstream occlusion detection and passed. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. During functional testing, multiple false upstream occlusion alarms was not reproduced. A review of the event history log revealed upstream occlusion!. The cause of the condition was not determined. No pump correction is required. Should additional relevant information become available, a supplemental report will be submitted.